Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported the issue was not resolved as of (B)(6) 2023. The patient spoke to a manufacturer representative, and patient services with no results. The patient was told to have their doctor check them on their next appointment october 12. The issue was not resolved. The patient noted they were very disappointed with their stimulator and were not getting relief that they were told before their decision to go with it. The patient noted the charging was not the whole issue, it was the pain relief also. They were not getting 50% as told and expected. The charging paddle was replaced in august and that did not make a difference in charging.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6), product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since patient was implanted with their ins, they have had issues charging their ins. Caller stated that they are able to recharge excellent but it's taking about 4-4.5 hours to charge the ins. Caller stated they reported the issue to mdt rep, (B)(6) and was instructed to contact patient services for further assistance. Caller mentioned that the field reps told them they are unable to meet with pt this week. Pt continued to repeat that they have an upcoming doctor appointment tomorrow at 9:30am and was demanding that a rep meet them at the appointment. Agent reviewed information and sent email to the field. Due to the nature of the caller, agent was unable to perform troubleshooting or collect serial numbers of external equipment. Caller stated the ins was implanted to help their hip, legs, and feet. Agent reviewed information and sent email to field. Additional information was received from a manufacturer representative (rep). The rep called after speaking to pt and reports pt has expressed experiencing difficulty recharging ins since their meeting on (B)(6) 2023. The rep reports that pt stated recharging times are long and the controller continually shows 'checking recharge quality' screen despite holding it in position with assistance. The rep reports that she has met with the patient a few times for continued teaching on ins recharging, but reports that she noted even after getting excellent recharge quality for about a minute, it always goes to good and then to the poor recharge quality screen despite repositioning. The rep reports that she examined the ins site with hcp and confirmed that the ins is not tilted or too deep. The rep reports that recharge diaries showed all sessions great than 1.5 hours regardless of charge percentage, but cannot recall what the coupling quality was for the sessions. The rep reports that hcp and pt expressed frustration with recharging without any improvement. The rep reports that she did not have spare components to try at their last meeting, but felt that it was easy to connect with her cp, and while she had to be a little close to the ins with the pt's controller than others to connect, it did connect without issue and pt does not report any issues connecting with just the pt controller. Given this information and the continued difficulty with ins recharging coupling, an email was sent to repair to replace the pt's recharger. The rep reports her plan to meet with pt in the near future and will check in on recharging sessions after they receive the new recharger. Additional information was received from a friend/family member. Caller stated the implant took 2 to 3 hours to fully charged and they notified the representative of the issue and the representative told the patient to call for a battery pack replacement. Caller stated the internal implant would get hot when charging the implant after receiving the replacement recharger. Patient was in the background and agent had difficulty hearing patient. To agent's understanding patient noted the controller battery would deplete when charging the implant and had to double charge or walk back and forth between charging the controller and implant; agent reviewed information. Agent had difficulty hearing patient but patient may have noted they were getting 30% to 40% amount of relief and it didn't do them any good so they turned off the stimulation and they were trying to find a happy medium. Patient noted the implant was stinging and burning them. Agent reviewed charging duration/frequency information. Caller also stated the hcp and representatives did not know what they were doing. Caller also stated the patient tried to put the recharger through the t-shirt and even used the recharging belt but it didn't do the patient any good. During the call no visible damages in the controller charging port, battery, battery compartment, and recharger. Caller plugged the recharger at recharging excellent, and recharging speed was at 4. Caller also noted the patient would increase their stimulation at times and it didn't make a difference for the patient and that it would shock the patient. Patient had an appointment with their representative yesterday but did not meet with the hcp. Agent redirected patient to their hcp to address the issue.